Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer decided not to load a new cartridge for immediate testing and planned to contact support if the issue recurred after the next cartridge change.